Event description:
It was reported that a cartridge alarm occurred during insulin delivery.the customer's blood glucose was unknown. Reportedly a new cartridge was loaded, and insulin delivery was resumed however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.